Event description:
The customer reported that the insulin pump stopped communicating with her meter. Troubleshooting was performed. The programming on the device was correct, but the blood glucose meter identification number was no longer registered on the insulin pump. Advised the customer to revert a back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was rec'd with a frozen display and constant tone as a result of a faulty component on the motherboard. Further testing was not performed due to the frozen display.